Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the circumstances that led up to the sudden walking/getting up problems was unknown. The patient noted they had an appointment with the neurologist to evaluate the ¿device adjustment¿. The issue was reported as not resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson dual and movement disorders. It was reported that the patient wanted to know when the battery will need to be replaced because he is not sure if he is having any problems because of the voltage of the battery. The patient stated that they are having problems walking and getting up. The patient stated that it came suddenly about a week ago. The patient said he checked their implant status and states that the implant is on and battery is set at 3.2v. No further complications were reported or anticipated with this event.